Event description:
The clave of a microclave¿ clear neutral connector that reportedly leaked an unspecified fluid/infusate once the IV was infusing because the product was stiff to attach to the patient's port-a-cath line. There was no report of any human harm.

Manufacturer narrative:
The device is not available for investigation as the customer discarded it. A review of the device history record is pending. Additional contact: (B)(6).

Manufacturer narrative:
The complaint could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. Lot history review was conducted and no nonconformities were found that would have led to the reported complaint.